Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a leak in pump tubing the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders, pump and reservoir were implanted. Original device was implanted in 2009. Should additional information be received a supplemental report will be submitted.